Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (medical device ¿ problem code, component code, investigation findings).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp)¿s external ECG port has intermittent issue. There was no patient involved.

Event description:
N/a.

Manufacturer narrative:
Updated fields:b4,e1(initial reporter),g3,g6,h2,h6(type of investigation, investigation findings,conclusion),h11 a getinge field service engineer was dispatched to evaluate the unit and obtained another ECG sync cable for testing. Testing with the ICU philips patient monitor showed normal operation and both the cs300 and cardiosave functioned correctly. During further testing it was identified that the customer was using a philips mx750 patient monitor which is a newer model and does not provide ECG sync output when in demo mode. When a patient simulator was connected to the mx750 using the newly soldered external ECG cable the cardiosave and cs300 functioned properly. The older external ECG cable worked with the cs300 but showed no ECG signal when connected to the cardiosave due to its parallel cable design. The fse customized the old ECG cable by soldering it to a 6.5 millimeter audio jack using pin 2 and pin 3 and the product passed all functional and safety tests per manufacturer specifications.